Event description:
Per independent repair center statement the units alarm will not function. The key failure was the power switch had a short circuit. Additional malfunctions include the tie wraps for the tubes were leaking.